Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to address the low bg level. Tandem technical support (cts) performed a full pump system check and it was discovered that the customer removes any insulin left in the old cartridge and loads that insulin into her new cartridge when changing her supplies. Cts provided education on not mixing old and new insulin, and recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.